Event description:
It was reported that before use, 4 bd vacutainer® sst¿ blood collection tubes were found with foreign matter in the gel, and 111 tubes were found with air bubbles in the gel. The following information was provided by the initial reporter, translated from japanese to english: fm in the gels x 18, damaged tube x 1, black spots in tubes x 8, discolored cap x 2, air bubbles in gels x 114. Fm on gel. 4 ea., air bubbles in gels 111 ea.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for fm and gel air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm and gel air bubbles were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to fm through CAPA #503254 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm and gel air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm and gel air bubbles were observed. Further investigation activities have been conducted through CAPA #503254 and the most likely root cause has been identified for the fm. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA #503254 was conducted to document further investigation and root cause analysis relating to fm. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, 4 bd vacutainer® sst¿ blood collection tubes were found with foreign matter in the gel, and 111 tubes were found with air bubbles in the gel. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in the gels x 18, damaged tube x 1, black spots in tubes x 8, discolored cap x 2, air bubbles in gels x 114. Fm on gel. 4 ea; air bubbles in gels 111 ea.